Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for four pts involving unicel dxi 600 access immunoassay system. This report refers to pt number three. Subsequent testing produced results within the normal reference interval. Two of the erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse discovered loose dispense probe #2. The customer stated during daily maintenance, the customer loosened the dispense probe rather than the aspirate probe. The fse tightened the probe and cleaned the wash carousel of fluid that had been dispensed. The fse performed system check, alignments and ultrasonics, and verified system was within specifications. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. All related medwatch reports: 2122870-2011-05029, 05030, 05032.